Manufacturer narrative:
No info was provided regarding outcome of the pt. Separation is not specifically addressed in the IFU. No product was returned to assist in the investigation. Per quality control spec, there is an inspection, confirming the correct proximal fittings and that flare is caught securely in cap assembly. It is verified that the sheath does not rotate and the coil in sheath continues into cap. An IFU is provided with this device that informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. A review of the records found the device from the provided lot were assembled after the affective implementation date of a change request that required torque control devices for the hub attachment process on flexor sheaths 8.5 fr and less. This CAPA was previously issued all management discretion for this failure mode and product family prior to this occurrence. The appropriate internal personnel have been notified of this occurrence and we are continuing our monitoring of complaints for this failure mode.

Event description:
During the case, the hub of the shuttle introducer pulled off from the rest of the sheath. The sheath was removed and a new one was inserted after a clamp was used to control blood loss from the introducer. A foreign object did not have to be retrieved from the pt. Add'l medical procedures were required due to this occurrence and the pt did not experience any adverse effects due to this observation.